Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial undersensing. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. An insulation breach was suspected on the right atrial (ra) lead. No capture was noted. Low impedance was observed. No sensing and noise were also reported. The lead was inactivated and remains implanted. No further patient complications have been reported as a result of this event.